Manufacturer narrative:
Per the complaint text, the customer observed error code ec 5900 [wz2 motor step loss and aspiration error (step loss) detected]. During the requested site visit, the field service representative (fsr) repaired the wash zones and replaced the arc tbg/sn tp wz (list number 08c94-90) which resolved the issue. Return testing was not completed as returns were not available. A review of the architect, serial number (sn) isr03837, service history found no contributing factors to the current complaint. There have been no further occurrences of discrepant results since the part was replaced. A review of the architect i2000sr systems tracking and trending data revealed no trends associated with the erratic results as described in this complaint. A 12-month review of list number 08c94-90 was conducted and no trends for the described failure mode of the part were identified. The architect system operations manual addresses the probable causes and corrective actions for ec 5900- step loss detected and troubleshooting concerning discrepant results. The architect I system service and support manual provides adequate information for removal and replacement of the arc tbg/sn tp wz (list number 08c94-90). Based on the investigation no product deficiency was identified for either the architect, sn isr03837 or the arc tbg/sn tp wz (list number 08c94-90).

Manufacturer narrative:
Patient identifier = (B)(6). There is no further patient information provided due to privacy issues. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive architect toxo igg results on two patients. The results provided were only for one known reactive pregnant female patient: on (B)(6) 2019 sid (B)(6) = 0.6iu/ml (<1.6iu/ml = nonreactive) / same sample repeated on (B)(6) 2019 = 3.8iu/ml(>/=3.0iu/ml = reactive). There was no reported impact to patient management.